Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and exp. Date are unk. These codes were selected by the manufacturer based on info provided by the user facility. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any additional relevant info is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during the ablation phase, fluid was dripping from the speculum and a second tenaculum was then applied to the cervix. Shortly after, the console gave a fluid loss alarm of approx. 10cc's and approx. 6cc per minute. The unit was then restarted and the procedure was completed. Upon removal of the vaginal speculum, second degree burns were observed on the posterior of the vagina and on the pt's buttocks, near the perineum. The pt was treated immediately with silvadene cream. Post procedure, the pt continued to complain of post operative pain. Although attempts were made to gather more f/u with regards to the burn and post operative pain, there is no further info regarding this event.